Event description:
It was reported that on (B)(6) 2022, during the PICC infusion, it was found that there was obvious leakage at the interface thread. After replacing the heparin cap, there was still leakage. After replacing the PICC special three-way heparin cap, there was no leakage.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3536 showed twelve other similar product complaint(s) from this lot number.